Event description:
Device 1 of 2. Ref. MFR. Report: 1627487-2013-24174. It was reported the patient is not receiving effective stimulation therapy from his scs system. An sjm representative met with the patient and a system's diagnostics showed low impedances for some of the electrodes contacts. Reprogramming was attempted unsuccessfully. The patient is considering having his scs system removed. Surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.